Event description:
Discharged same day, re-hospitalized same day with 104 degrees temp. First follow up post uae scheduled. Pt experiencing black tar like vaginal discharge since procedure. She would not recommend uae. Hospitalized nearly one week. Dates of use: permanent. Diagnosis or reason for use: fibroids. Event abated after use, stopped or dose reduced: no. Event reappeared after reintroduction: no.